Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the manufacturing date. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection. Based on the investigation results, it was determined that the use of products containing silicone likely led to the malfunction. Silicone, commonly found in substances such as simethicone, defoaming agents, and lubricants, is known to cause deposits of white foreign material. If the customer used such products, there was a risk that foreign material remained in the channel, even when reprocessing was performed in accordance with the IFU. Since petroleum, oil, and silicone-based lubricants are not water-soluble, their use is not recommended by olympus. The event can be detected/prevented by following the instructions for use which state: "nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection." Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the colonovideoscope exhibited foreign objects within the air/water tube and cylinder. There were no reports of patient involvement.